Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2014, the patient experienced breakage of the polyethylene insert. This adverse event was treated by a revision surgery on (B)(6) 2022, in which an unkn genesis knee instr was exchanged. Patient's current health status is unknown.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2006, the patient experienced breakage of the genesis ii polyethylene insert. This adverse event was treated by a revision surgery on (B)(6) 2022. The patella was also exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, d10 d1, h6.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed a little over 16 years post implantation due to suspected cam breakage which was confirmed intraoperatively ((B)(6) 2022) with noted ¿visibly broken¿¿¿fracture at the base of the posterior stabilization cam¿. The provided summary/surgical reports were reviewed. The revision report also records a revision of the ¿largely worn patellar button¿ component along with the insert as well as notes an ¿evacuation of serous effusion (with) dark colored synovitis suggesting metallosis¿. Although ¿samples sent for anatomopathological analysis¿, results have not been provided as of the date of this medical investigation. There was no further documentation or mention of metallosis and no mention of femoral or tibial component deformation or revision. It was communicated that no further requested information was available. Based on the documentation provided a definitive clinical root cause cannot be concluded; however, given the length of time (>16 years) in-vivo, natural wear cannot be ruled out as a potential contributing factor. The patient impact beyond the broken cam/ps post, patellar component wear, intraop findings and revision with an anticipated transient rehabilitation phase cannot be determined. Per correspondence, the patient is in normal health. No further medical assessment could be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include abnormal loading of limb, patient anatomy and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).